Manufacturer narrative:
According to the complainant the device will not be returned for investigation. It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient's blood glucose (bg) levels reached "the high 300's (mg/dl)" while wearing the pod between 1 and 4 hours. Due to elevated bg levels and the pod leaking, patient was unsure if cannula had properly inserted in the infusion site. As treatment, patient drank water and a new pod was applied. This pod was discarded.